Event description:
Post op bleeding: international affiliate reports that pt experienced post op bleeding which started 4 days post mastectomy. Reporter indicates that pt lost 8 units of blood however there is no indication of or reference to fluid/blood replacement or transfusion. Pt was returned to the or for repair.